Event description:
Hill-rom received a report from the account stating the bed exit would not set. The bed was located at the account in the bed shop. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician thoroughly tested and inspected the bed and found no issues. The bed exit functioned as designed. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed 2014. It is unk if the facility performed any other preventative maintenance on this bed. Based on this information, no further action is required.